Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 81 mg/dl (aviva system 1) and 187 mg/dl (aviva system 2). 61 mg/dl (aviva system 1) and 154 mg/dl (aviva system 2). Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for aviva system 2.